Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that a foreign liquid was found inside the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after opening it. As reported by the customer, 1. Description of issue: after opened the syringe, there was an unknown liquid inside. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: one. 4. Item number. 3 ml syringe 309657. 5. Product lot number: 8244745. 6. Are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. Cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10. Note: product category needle/syringe issue. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that a foreign liquid was found inside the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after opening it. As reported by the customer, 1. Description of issue: after opened the syringe, there was an unknown liquid inside. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: one. 4. Item number . 3 ml syringe 309657. 5. Product lot number: 8244745. 6. Are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. Cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10. Note: product category needle/syringe issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign liquid was found inside the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after opening it. As reported by the customer. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. Description of issue: after opened the syringe, there was an unknown liquid inside. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: one. Item number: 3 ml syringe ¿ 309657. Product lot number: 8244745. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category = needle/syringe issue".